Event description:
Per the clinic, the patient developed multiple skin infections at the implant site. Subsequently, the device was explanted (specific date not reported). Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient was hospitalized for IV antibiotics administration (specific date and duration not reported). Device analysis report attached.